Event description:
It was reported that a flogard infusion pump presented an unknown failure. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented a low battery alarm. The cause of the condition was determined to be a damaged power supply. To correct the condition, the power supply and battery were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.